Manufacturer narrative:
Follow-up # 1 the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Retains testing could not be performed on the test strips as the lot number for test strips was not available. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio2 meter read inaccurately high compared to a calibrated laboratory device. The complaint was classified based on the customer service representative (csr) documentation as the patient could not be contacted, despite numerous attempts, in order to obtain additional information. The patient stated that the alleged inaccuracy occurred at an unspecified time the same morning as the initial call was made. At this time the patient obtained a blood glucose reading of ¿202mg/dl¿ with the subject meter and ¿166mg/dl¿ on a calibrated laboratory device within 10 minutes of one another. The patient manages their diabetes by self-adjusting their insulin intake based on subject meter readings, and in accordance with the subject meter result the patient administered ¿9 units¿ of novorapid insulin. 2 hours later the patient stated that they experienced ¿hypoglycemia¿, however was unable to provide any details regarding specific symptoms which were experienced in association with this. The patient stated that due to experiencing ¿hypoglycemia¿ they received sugar from a healthcare professional (hcp) by means of treatment for their condition. At the time of troubleshooting the csr noted that the unit of measure was set correctly on the subject meter. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient claims to have obtained inaccurately high readings on the subject meter which led to them suffering from hypoglycemia and requiring medical intervention from a healthcare professional as a result of their symptom(s).